Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level was 49 mg/dl in the morning and 300 mg/dl in the afternoon. The customer did not provide details on symptoms and treatment related to the low blood glucose level. Customer stated that they had received time clock anomaly. Customer stated that the changing from am to pm without notice. Customer stated that the loss was greater than 3 minutes within 10 days and greater than 9 minutes within 30 days. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump programmed with the current time/date, monitored for a week and the time/date functioning properly.